Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced high blood glucose (bg) levels (286 mg/dl). Correction bolus, pens and levemir were used to address the high bg levels. In an attempt to correct the high bg level, the contact had the customer change the infusion site and had disconnected from the pump for a week. Tandem technical support had the contact perform a system check with the current supplies and the pump was found functioning as expected; however, troubleshooting was unable to be performed for the high bgs that occurred in the past.